Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in the distal end of the left anterior descending artery. A 2.25x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. Following removal of the device, the stent was found lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the distal end of the left anterior descending artery. A 2.25x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. Following removal of the device, the stent was found lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.